Event description:
A carefusion technical support representative in (B)(6) reported the (B)(6) dealer claimed an intermittent "black screen" on an avea (B)(6) 2014 and this time the unit can never be powered on again.

Manufacturer narrative:
(B)(4). Carefusion technical support issued an rga (returned authorization number) for the alleged failed uim. Carefusion will evaluate the uim upon receipt. If the alleged failure is verified, carefusion will submit a follow-up medwatch report to the FDA.